Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine has no power. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem. A blood spill was also detected within the power supply. Issue caused damage to the power supply and various other components. (B)(4).